Event description:
It was reported that when using the bd pyxis¿ medbank tower aux user was unable to issue item for patient. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, a technical support specialist confirmed that the user exited application and logged back in with no issue and able to remove item. The system functioned as intended after the customer resolved the issue.